Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error code e-47 and e-118 was recorded in the event log. The device's main board was replaced to address the issue.